Event description:
A liver biopsy was performed and d-stat flowable was deployed into the tissue tract with no reported complications. The pt returned to the physician approx 8 days after the biopsy with a low grade fever and severe pain. An ultrasound examination showed a mass around the gall bladder area and the pt was admitted to the hosp for add'l tests which determined that the mass was due to the flowable being injected into the bile duct instead of the liver biopsy tissue tract. As of 2007, the pt was stable but still in the hospital under observation. Please note that use of the d-stat flowable product in this manner represented an off-label use of the product.

Manufacturer narrative:
The device was used for an unapproved indication.